Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. Cause was unknown, and a specific bg value was not provided. Although requested by tandem technical support, the customer declined to perform a pump system check.